Event description:
It was reported that 2 bd bbl¿ chromagar¿ candida medium experienced biological contamination. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: media was contaminated.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 1083774 was provided by the initial reporter. Device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: (B)(6).

Event description:
It was reported that 2 bd bbl¿ chromagar¿ candida medium experienced biological contamination. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: media was contaminated.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against bbl¿ chromagar¿ candida medium, catalog number 254106, lot number 1083774 with respect to contamination. Event description: it was reported that plates are being contaminated by colonies. Complaint history review: the complaints trends were reviewed. There was no similar complaints received on this batch number. Therefore, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: the retain samples were not reviewed as this product was expired. Pictures documenting the reported contamination were not provided. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Investigation conclusion: neither pictures nor samples were provided to run the analysis. Furthermore the batch was complained after the expiry date of the product. Based on those arguments, the complaint was not confirmed for contamination. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).